Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that sensor was break and sensor electrode was missing and that it has not noticed where it was lost. Customer's current blood glucose was not given. Sensor will not be return for analysis.